Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the placement signal issue has been completed. Data logs were investigated, and the alarm was confirmed. Returned product was investigated and the 5s parameters were out of specification. Visual inspection revealed that there was a kink in the catheter roughly 1 inch away from the kink protector. The pump failed the laser continuity test and the light leak was found to be at the mentioned kink. The failure mode was changed from placement signal issue to optical signal issue because the issue was with the optical sensor, not the dp sensor, as it is a cp pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, placement signal unreliable were observed. Despite this issue, the pump remained operational until weaning and explantation. No patient harm was reported.